Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-6/5.8/75 xxl balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was competed with another xxl balloon catheter. No patient complications were reported and the patient's status was fine.